Event description:
A customer reported to beckman coulter that the coulter act diff hematology analyzer leaked a few drops of fluid from the probe onto the counter. The customer indicated that two patient samples were run prior to identifying this issue and believed that the samples were diluted by the leak. The patient results were not reported out of the laboratory, and there was no impact to patient treatment. The customer did not provide the patient results for review. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) observed probe rinse block dripping during cleaning. The fse bleached rinse block waste pathway through lv8 (probe-wipe waste) into vic (vacuum isolator chamber), and the probe rinse block began evacuating waste and backwash through the pathway. The fse verified the service activity performed per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).